Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer passed away at home. The cause of death is still unknown. The caller stated "they are running toxicology as they did not find anything in particular." The caller stated that the customer was in the hospital, two weeks prior to passing, for constant vomiting. The caller did not know the customer's blood glucose at the time of death, but the customer's body temperature was 85 degrees fahrenheit when they got to the body. The caller stated that the customer had been dead for eight hours before they got on the scene. The customer was wearing the insulin pump at the time of death. The customer was using sensors; however, the caller was unsure if a sensor was worn at the time of death. The caller stated that the insulin pump was never returned from the coroner's office.